Event description:
The customer reported that the system booted but would not allow fluoroscopic exposures. No death or serious injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a connector pin. The system operates as intended.